Event description:
On (B)(4) 2012 an orthopat machine was returned to haemonetics for evaluation and repair. No donor or operator injury was reported.

Manufacturer narrative:
Upon evaluation of the device a fluid spill was found. There was internal fluid ingress with no burning, carbonization or smoke present. The power supply was not damaged. The following parts were damaged and replaced: driver board, wall vacuum valve, ribbon cable from distribution to driver board and the compressor. The machine is now ready for use. (B)(4).